Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump calculated a larger than normal bolus. System check with tandem technical support found that the customer had inadvertently switched the am/pm time setting while entering the pump time. Customer corrected the time and the calculated bolus was confirmed to be correct. Blood glucose was 251 mg/dl.